Manufacturer narrative:
(B)(4). Batch # n90d8k. Investigation summary: the handpiece was received with the nose cone cracked and the mount loose. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lung wedge resection the device was tested and it failed the test. The error log indicated that there was a history with broken blade issues. The disposable being used at that time was reprocessed. The procedure was completed with an alternate hand piece and disposable device with no patient consequences reported.